Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer's blood glucose level was 69 mg/dl. The customer was assisted in troubleshooting and it was reported that he was able to successfully clear the alarm as well as able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to return the insulin pump with battery and zero out basal rate. The insulin pump will be returned for analysis.